Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer smelled insulin when the pump was removed from the t:clip. Insulin was seen when the cartridge was removed from the pump; however, the location of the leak was unknown. Customer's blood glucose level was not impacted. Reportedly, the customer did not load a new cartridge and planned to revert to manual injections.